Event description:
On (B)(6) 2012, the patient contacted animas alleging that on (B)(6) 2012, she experienced an elevated blood glucose (bg) of 507 mg/dl and "felt bad." The patient stated that she found air bubbles in the cartridge, and thought that may have contributed to the elevated bg. The patient noted that she changed the cartridge, site, and set, and delivered a correction bolus and her bg resolved to 173 mg/dl a few hours later. During troubleshooting, the patient stated that she may not have tightened the cartridge cap securely, and that may have caused the alleged issue. Customer support advised the patient on appropriate cartridge fill de-bubbling techniques. The patient noted that on (B)(6) 2012, her health care provider made adjustments to her insulin regimen due to recurring elevated bgs. The complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy, and user error was found to be a possible cause or contributor to the reported bg excursion.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). No product was returned against the complaint. A retained cartridge from identified lot was used to complete investigation. The cartridge passes visual inspection, no damage or defects were observed to the luer, o-rings, plunger, or cartridge body. A force test was performed with no failures at the conclusion of testing. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. Pa confirmed there was no product defect associated with the incident.